Event description:
Patient reports experiencing an increase in seizures due to low battery. The patient was referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the increased seizures are related to other factors. The patient's psychiatrist switched their medications and that is when the patient experienced multiple seizures. Only intervention taken was switching the patient back to their previous medication.

Event description:
Additional information received after the patient was seen on (B)(6) 2024 noting that the cause of the increased seizures is due to low battery and the seizures were below pre-vns baseline levels. A battery replacement was the intervention taken for the seizures and the battery status was at ifi (intensified follow-up indicator)=yes (8-18%).

Event description:
Additional information was received that the patient started having grand mal seizures while awaiting battery replacement.

Event description:
Implant card received noting that the patient underwent a battery replacement. The explanted generator has not been received by product analysis to date.